Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca module delivered five boluses that were not administered via a clinician bolus. Per nursing staff it appears that the pump was automatically giving 50mcg of fentanyl every 15 minutes with no bolus programmed and/or the button being pushed. The patient was already in ventilator and was receiving the medication via pca module for sedation, so the pca dose request cord button was not attached to the pump. It was then discovered that issue was due to the pca button being stuck in place hence it continued to administer every 15 min. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, e2401 - insufficient information, f24 - insufficient information, g04105 - pump. Corrected : other details, other occupation. Additional information : medical device serial #, device available for eval?, returned to manufacturer on, initial reporter phone #, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, device manufacture date, imdrf annex a, b, c, e, f, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pca module delivered five boluses that were not administered via a clinician bolus. Per nursing staff it appears that the pump was automatically giving 50mcg of fentanyl every 15 minutes with no bolus programmed and/or the button being pushed. The patient was already in ventilator and was receiving the medication via pca module for sedation, so the pca dose request cord button was not attached to the pump. It was then discovered that issue was due to the pca button being stuck in place hence it continued to administer every 15 min. There was patient involvement but no harm.